Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 11-301300 arcos con sz a std 50mm lot# 950060, item# 11-300812 arcos 12x150mm spl tpr dist lot# 781840, item# 00877503202 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 lot# 2857160, item# 00875704801 shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners lot# 63475757, item# 00885100832 neutral liner 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell lot# 63475757. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10676, 0001825034 - 2018 - 10675.

Event description:
Patient underwent revision 2 years post implantation due to dislocation between the body and the distal stem loosening resulting in dislocation. Attempts to obtain additional information were made; however, none was available.